Manufacturer narrative:
The impella device was not received from the customer. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿cautions. Physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 75-year-old male was implanted with an impella cp device for mechanical circulatory support. The impella was explanted, and a covered stent was placed to the right femoral artery and a new impella cp was successfully inserted in left femoral artery, however an angiogram was done and found an open extravasation. A femstop was applied, angle matched, and was redressed.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.